Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer was informed from the customer that the door was failing intermittently, with no indication of a hardware failure, had the customer log on and attempted to duplicate the issue; however, no problem was observed at that time, powered down the device, accessed the smart remote manager to inspect the unit, found significant signs of heat damage and determined that the latch required replacement, then powered down the device again, replaced the latch, secured the cabinet, and returned the keys to the client. After powering the device back on, accessed the hardware test application (hta) and tested the latch, confirming that it opened and closed properly, returned the device to the customer, who was able to access the door and medication without any delays. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es refrigerator latch was broken and failed to open. The customer tried to reboot the station, but issue persisted. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.